Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is possible that a high-energy treatment tool, high frequency, etc. Was used without ensuring a sufficient distance from the tip. The event can be prevented by following the instructions for use which state: chapter 3 preparation and inspection:3.3 inspection of the endoscope: inspection of the endoscope and chapter 4 operation:4.3 using endo therapy accessories. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited c-cover burn. There was no patient involvement.